Event description:
Procedure: open gastric bypass. Reportedly, when the instrument was fired, the blade would not retract and was caught on the gastric tissue. Surgeon had to take a new handle and a new load, and fired on each side to gain access. No further pt injury reported.